Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off label usage of the device, on (B)(6) 2019. The patient inserted a new sensor then went hunting with friends. His cgm value was 4.5 mmol/l with a straight arrow. Because he had been walking a lot, he ate a dextrosol tablet every 10 -15 minutes; however, his cgm dropped to 3.7 mmol/l, so he ate two more dextrosol tablets but within 10 minutes, he passed out and collapsed. He regained consciousness, emergency medical services (ems) was called, he was transported to the hospital and admitted for four days. He was evaluated for a heart attack and lung issues, but the test results were negative. On the fourth day of his hospitalization, he reported he was not feeling well and his cgm value was 4.3 mmol/l. The staff tested his blood glucose and the value was 3.2 mmol/l. He was treated and discharged that evening. It was suspected the loss of consciousness event was caused by low blood glucose level; however, his bg was not tested at the time of the event. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the a zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.